Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5159600/5162184.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming's and was having significant discomfort at the ipg site. It was also noted that the ipg was no longer working. All device components were explanted and will not be returned.